Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced an undefined issue with the vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged vibratory function issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2013.device evaluation: the device has been returned and evaluated by product analysis on 11/19/2013 with the following findings: unable to test vibration motor because the pump will not power up. Observed evidence of moisture ingress. Corrosion was found in the battery compartment. A leak test was performed. The pump passed the leak test. The pump was opened to check for internal moisture damage..moisture residue was found on the vibratory components below the battery compartment. Complete investigational testing was not possible because of no power. Unable to download the history/black box because of lack of power to pump.